Event description:
On (B)(6) 2014, the patient contacted animas, alleging that the battery life is less than expected and the patient experienced a hyperglycemic event with blood glucose reading of 486 mg/dl along with symptoms of atypical thirst, excess urination and nausea. Reportedly, the patient did not receive any treatment and had remained on pump therapy without any recent pump setting adjustments. The patient reported that the correct battery type was used and it matched the battery setting in the pump, and this issue had not occurred with multiple batteries from different packs before. Customer technical support (cts) agent reviewed the alarm history and it showed occurrences of low battery warnings and that battery life was less than expected. Reportedly, the patient did not try using a new battery after receiving the low battery warnings. This complaint is being reported based on the allegation that the patient experienced an adverse event attributed to a use error in that the battery was not changed after low battery warnings.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/29/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found multiple replace battery warnings due to a discharged battery being installed. Last basal delivery was recorded on (B)(4) 2014 a day after the event date. The total daily delivery reflected what was programmed. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The electrical current draws were within specifications. The pump delivery accuracy was within required specifications. The bolus delivery exercises were completed and recorded correctly. No intermittent conditions were found with the power circuit. The reported short battery life issue was attributed to a user error in that a discharged battery was used and the issue was not duplicated in the investigation.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.